Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat and fluids clear inside the device. Leak test was performed and found opening on the device. A microscopic analysis was performed which identified an opening sharp in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on posterior assessed as an unidentified (tear) opening. Clarification to section d: healthcare provider reported device removed as "allergan, saline, textured, 420cc implant".

Event description:
Healthcare professional additionally reported "particles in valve" and "creases." Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii/IV. Device remains implanted.